Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of perforation, effusion, and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: boston scientific has assigned an investigation conclusion code of known inherent risk as the perforation, effusion, and death was listed as potential complications in the device's instructions.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a perforation, a pericardial effusion, and died. During a procedure to treat atrial fibrillation (af) in the right inferior pulmonary vein (ripv), where a farawave 35 mm - ous catheter was selected for use, the physician had difficulties with the device. A spline bunching, inversion and planarity issue occurred. The doctor removed the device from the patient to observe its functioning in detail. The device worked correctly. When implanting the device, he lost transseptal access, then requested a transesophageal echocardiogram (tee), and in less than 5 minutes they reported arterial hypotension. Pericardiocentesis procedure and cardiothoracic surgery were performed. Despite the medical interventions the patient died due to a cardiorespiratory arrest. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a perforation, a pericardial effusion, and died. During a procedure to treat atrial fibrillation (af) in the right inferior pulmonary vein (ripv), where a farawave 35 mm - ous catheter was selected for use, the physician had difficulties with the device. A spline bunching, inversion and planarity issue occurred. The doctor removed the device from the patient to observe its functioning in detail. The device worked correctly. When implanting the device, he lost transseptal access, then requested a transesophageal echocardiogram (tee), and in less than 5 minutes they reported arterial hypotension. Pericardiocentesis procedure and cardiothoracic surgery were performed. Despite the medical interventions the patient died due to a cardiorespiratory arrest. The device is not expected to be returned for laboratory analysis, it was disposed.